Event description:
The company representative (rep) additionally reported that the bad connection was due to a device issue. The lead wasn't disconnected from the adaptor. The cause of the event was not determined. There was no precision on how the connection was bad. The patient did not experience any falls or trauma. The impedances were checked, but the values were unknown. There were no device issues noted during the revision surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# 0211231948, product type: adapter.

Event description:
A health care provider (hcp) reported via a manufacturing representative that there was a bad connection with the pocket adaptor. The cause of the event was not determined. No diagnostics were done. A revision was done and the pocket adaptor was replaced. The issue was resolved and the patient was alive with no injury.